Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is 05-mar-2019.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 500mg/dl. The customer was treated with manual injection and bolus for high blood glucose level. Customer declined to troubleshot for high blood glucose value. Customer did self test and it passed. Customer stated the infusion set cannula was bent and it affect the delivery of insulin. The insulin pump will not be returned for analysis.